Event description:
It was reported that the pt states that he was contacted by his physician regarding the recall. He met with his surgeon on (B)(6) 2012. The pt had MRI and blood work completed. The MRI showed fluid on the hip and an aspiration was performed on (B)(6) 2012. The pt is scheduled to have revision surgery on (B)(6) 2012. Additional info reported via sales rep: components were explanted due to adverse local tissue reaction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.